Event description:
It was reported that syringe 5ml ll bns had a scale marking issue. The following information was provided by the initial reporter: "I am taking the liberty of contacting you following an observation on the marking of non-sterile pp 3pl lock 5 ml syringes which is defective - reference: 301027 (our internal reference: (B)(4)) the corresponding lot number is: 9360342. There is a fairly high percentage of non-compliant syringes. Can you explain this phenomenon to us ? No consequences patient to this day. For the majority of the issues observed, the marking is illegible. See photo attached. Sample will be available from october 30, for the pick up."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/8/2021. H.6. Investigation: one photo and ten loose 10ml syringes were received and evaluated. It was observed, each of the syringes had vertical stripes of missing print in inconsistent locations with significant scuff marks extending the length of the barrel. Two syringes had most of the print missing only in the scale area. Three syringes had most of the print missing in the number area. Five of the syringes had print missing in both areas. All ten of the syringes were rejectable per product specification. Potential root cause for the missing print defect may be associated with the molding process. It is possible there was residue from the molding press on the outside of the barrel that prevented the ink from attaching to the barrel properly. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4); date of event: unknown.

Event description:
It was reported that syringe 5ml ll bns had a scale marking issue. The following information was provided by the initial reporter: "I am taking the liberty of contacting you following an observation on the marking of non-sterile pp 3pl lock 5 ml syringes, which is defective; reference: (B)(4) (our internal reference: (B)(4)). The corresponding lot number is: 9360342. There is a fairly high percentage of non-compliant syringes. Can you explain this phenomenon to us ? No consequences patient to this day. For the majority of the issues observed, the marking is illegible."